Manufacturer narrative:
Please reference related manufacturer report numbers: 2015691-2015-03585 and 2015691-2015-03583.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, based on the report received, procedural factors [difficulty with delivery system during valve deployment which led to placement of the valve at a non-target site] may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, a 23mm sapien 3 valve was deployed in the descending aorta. At the end of the procedure the physicians performed a run off from the descending aorta down the left and right leg. There was a small dissection noted right below the 23mm sapien 3 valve that was deployed in the descending aorta. The team gave protamine and monitored the dissection. The patient had pedal pulses after the procedure. Per report, a 23 mm sapien 3 valve and commander delivery system were prepped in normal fashion, no issues were noted. The patient had mild aortic stenosis, therefore a bav was not performed. The delivery system was handed off to the physician with 17cc in the atrion device and it was locked. The alignment of the valve was with no issue, the patient had a very horizontal aorta. The sapien 3 valve crossed the aorta with not problems. The valve was as coaxial as it could be due to the severe nature of the horizontal aorta. The delivery system guide was pulled back to the second marker and the valve was ready to be deployed. Pacing was started and as the balloon was starting to go up, only about 10% of the top part of the balloon was inflated and the rest of the contrast mix was coming out of the handle of the device. The physician asked for a 60cc syringe with contrast and took the atrion off to see if he could continue inflating the valve. Estimating another 10cc entered the balloon with the rest of the contrast coming out the back of the device handle close to where the alignment wheel is. The valve was not fully deployed and the physicians had pull the valve partially inflated on the balloon back to the descending aorta and get the valve off the delivery system balloon. As the delivery system with the partially inflated valve was still on the balloon the physician introduced a 7mmx40x135cm balloon from the opposite side of the patient and pushed the partially inflated valve off the delivery system. The delivery system was then removed and a 25x4 zmed balloon was placed inside the sapien 3 valve and inflated and was left in the descending aorta. A new sapien 3 valve was prepared and deployed. This is one of three reports being submitted for this case.